Event description:
Facility reported a possible key bounce issue on se device in ER. Serial number and pump model not given. Stated device was sequestered, but no further details about event are available. Multiple attempts made via phone and e-mail to contact several individuals at facility for further details with no response received.

Manufacturer narrative:
Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.